Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited low out of range right ventricular (rv) pace impedances less than 200 ohms, poor sensing and high pacing thresholds. Furthermore, there was a stored episode of noise being oversensed. No asystole was noted as a result as the patient is not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting efforts. It is suspected that the rv lead has subclavian crush. The physician plans to continue to monitor at this time. This product remains in-service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this lead continued to exhibit low impedance measurements. Additionally, there was noise, oversensing, pacing inhibition and inappropriate shock also reported. Subsequently, the patient underwent a revision procedure and upon explant insulation damage was confirmed. The patient was implanted with a new rv lead and received an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.